Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cine cable and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system freezes during exams. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.